Event description:
It was reported that when the patient presented to the clinic for a routine follow up, inappropriate mode switching with p-waves in pvarp followed closely by sir driven a pace events. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.